Event description:
The clearpetra device is supposed to allow the surgeon to not need to use a basket to retrieve stone particles after lasering. The product was not suctioning the stones appropriately and required the surgeon to revert to using a basket. FDA safety report ID# (B)(4).